Event description:
Related manufacturer reference number: 2017865-2023-19418 it was reported that a patient presented in the hospital for a right ventricular (rv) lead replacement. The patient had palpitations. An echocardiogram confirmed a perforation on the right ventricular lead. The lead was explanted and replaced. During the procedure it was discovered that the right atrial lead exhibited low impedance and loss of capture. The ra lead was explanted and replaced. No patient conditions were available.